Event description:
The hospital reported that after the completion of coronary anastomosis, the right atrial cardioversion wire caused tissue tear on the epicardium of the right atrial appendage of the heart. The surgeon used sutures to repair the torn area. The procedure was completed by affixing the right atrial cardioversion wire to the atrium without any issues. No additional pt complications were reported by the hospital.